Event description:
The following has been reported: during provisioning pump alarmed pump problem. Tried several hard reboots, error returned. No patient harm. Cycled power one more time and now no pump problem alarm. Will have biomed run test infusion. (B)(6) 2023 - biomed tested pump and he reported error again so downloaded logs. (B)(6) 2023 - per r&d biomed rebooted pump 3 times, after 3rd time error did not return so he ran an infusion, downloaded logs again. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 5)(pva-5) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The pump experienced a pump problem alarm. The lvp clearly indicated a negative leak with the failed basic hardware check. Since the basic hardware check was successful when the neg-vent valve was overridden to stay open and the tubing was clamped, this is an indication of a neg-vent valve failure. The valve was not inspected for the cause of the failure. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.